Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation. The ventilator was investigated by our field service engineer. The pressure transducer pc board was detected as faulty and replaced. No parts were returned for investigation, therefore the root cause of the event has not been determined.